Manufacturer narrative:
Concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [2 mg/ml] at a dose of 0.62 mg/day via an implantable pump for non-malignant pain and cervical/neck. It was reported on (B)(6) 2018 that the patient presented to the office for a pump refill on (B)(6) 2018. The pump expected reservoir volume was 5.5 ml but the physician aspirated 35 ml from the reservoir. A catheter dye study was then attempted on (B)(6) 2018. The physician was not able to aspirate the catheter from the catheter access port (cap) using fluoroscopy to confirm needle placement. After calculating the dose of drug in the catheter, the physician was comfortable to attempt to inject contrast through the cap but was unable to inject the dye either and was met with significant resistance. The patient would undergo catheter revision in the near future but the date was to be determined. It was noted that the catheter would not be replaced in the future. The pump was filled with saline and programmed to minimum rate by the physician. The patient did not report any sign of withdrawal but did note an increase in pain over the past couple of months. It was reported that surgical intervention occurred (note this is conflicting with the report that the revision would be in the near future). It was indicated that there was no further information available at the time of the report and that the catheter revision date would be reported as soon as it was available. At the time of the report the issue was not resolved and the patient status was "alive - no injury." The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2018. It was clarified that surgical intervention did occur. It was reported that the pocket was opened to see what was going on and to see if the catheter needed to be revised. The catheter was untwisted but not revised. Then the pocket was closed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the volume discrepancy and inability to aspirate was unknown at this time. It was noted as having been not applicable regarding if a kink was observed at the revision (revision had not occurred yet). A catheter revision was scheduled for (B)(6) 2018. The catheter was planned to be returned to the manufacturer.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the catheter was found to be twisted and was untwisted. This information about the catheter was conflicting with the report that a revision did not take place. It was reported that the catheter aspirated with no issues and the catheter volume only would be re-primed. The steps involved in clearing out the medication from the catheter and pump tubing during a catheter revision were reviewed with the representative. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-apr-11. It was confirmed that this case occurred on (B)(6) 2018, and that the findings were previously reported by a different manufacturer's representative on (B)(6) 2018. No further complications were reported or anticipated.